Event description:
The following information was provided by the initial reporter: material #515070 batch #2508502. Verbatim: pharmacy tech was compounding a 5fu pump and the connector leaked (c35 o, 515070). She removed the faulty connector and replaced it with a new one. No leaking occurred. No impact to patient (out of patient space).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.